Event description:
The catheter was inserted in the right forearm. Three days later the patient pulled out the IV and the catheter could not be located. We have contacted the reporter regarding additional information concerning this incident. No additional information has been received at this time.

Manufacturer narrative:
H.6 - results - 100 - one used adapater assembly was received for analysis. The quality technician inspected the unit and identified that the catheter separated from the adapter and wedge. The technician was unable to identify any physical damage to the adapter/wedge assembly that would have contributed to the problem experienced. Conclusions - 68 - no corrective action will be taken at this time, as the technician was unable to determine the root cause of the incident reported.